Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty removing all of the air from the syringe after completing the air removal step from the cartridge and injected air back into the cartridge. There was no impact to the customer's blood glucose level.